Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they were attempting to interrogate a new out of box vanta ins with the vanta cp app and "data invalid" error message displayed. Caller continued past the message and confirmed that they were able to successfully interrogate the ins without further problem. Caller confirmed the ins was not implanted yet so agent did not gather pt info or managing hcp. No symptoms were reported. The rep reported the software version is unknown and was confirmed with the healthcare provider (hcp) at the time of the event.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.